Event description:
Customer reported to cue health on behalf of their son who received a suspected false positive result with the cue covid-19 test for home and over the counter (otc) use test. Individual received a suspected false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31043c, reader sn (B)(6). Customer states no confirmatory testing has been performed. Individual is coming off a two-week illness (type of illness not specified) and did not leave the house until (B)(6) 2024 when he went back to school. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were fourteen previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.